Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 and blood glucose value was 30 mg/dl at the time of the incident. The customer was at 29 mg/dl at the time of admission, and 150 mg/dl at the time of the call. The customer was given glucagon and food to treat. The customer experienced symptoms such as shaking and a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.